Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Based on historical data, possible causes include: 1) during output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated on the probe. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break off. Based on the results of past investigations, it can be inferred that grasping section was closed without grasping anything while the output in seal & cut mode was activated, causing the tissue pad to wear away. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited the tissue pad was worn and the probe was broken off. There was no patient involvement.